Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred and the stent was explanted. Vascular access was obtained via the femoral artery. The 20mmx2.50mm, eccentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50x20mm promus element¿ plus drug eluting stent was implanted with a guide wire kept in the diagonal branch. However, while pulling the guide wire from the side branch, it was noted that the stent was damaged and was explanted. The stent was retrieved along with the guide wire and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: an f/g,promus element plus,mr,ous 2.50x20mm stent delivery system (sds) was returned for analysis with a separated stent. A visual and microscopic examination of the stent revealed severe damage and stretching across the entire stent. The stent was returned separated from the sds as it had reportedly been deployed prior to becoming damaged. The balloon was reviewed and contrast medium was evident in the balloon body, balloon wings open. The balloon appeared to have been inflated and deflated. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The crimp stent manufacturing data of the complaint device was reviewed. The review showed that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specification. The maximum crimped stent profile was measured and is within the maximum crimped stent profile measurement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred and the stent was explanted. Vascular access was obtained via the femoral artery. The 20mmx2.50mm, eccentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50x20mm promus element¿ plus drug eluting stent was implanted with a guide wire kept in the diagonal branch. However, while pulling the guide wire from the side branch, it was noted that the stent was damaged and was explanted. The stent was retrieved along with the guide wire and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.